Event description:
Customer reports back to back testing on the same meter while using the advantage system with results of 443mg/dl and 206mg/dl. L1 quality control was run and in range, l2 quality control was run and out of range. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.